Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 7/2/19. Device returned to manufacturer? Yes. Device evaluation: the product was inspected by a qualified inspector using a microscope with a 12x magnification. It can be seen that there was a cut in the optic body and there are forceps marks on the optic body. Investigation of the return sample and the condition of the return sample does not suggest the damage was introduced during manufacturing. The complaint cannot be confirmed. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted from the patient's left eye as the lens malfunctioned. Reportedly, there was no vitrectomy, incision enlargement or sutures required. Another lens (same model and diopter) was implanted as a replacement. The patient is doing well. The customer was unable to provide any more information. No additional information was provided to johnson & johnson surgical vision.